Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 requesting parts ID for a power supply. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that he needs a replacement power supply. The customer tested the power supply and seen 120 coming in and nothing coming out. The customer states he has 1st gen power supply. The rse provided parts ID and pricing for the power supply. Investigation is ongoing.